Manufacturer narrative:
It was reported that a male patient underwent an right ventricular outflow tract (rvot) ablation procedure with a pentaray nav high-density mapping eco catheter, and a device entrapment issue occurred requiring surgical intervention. Additional information was received on 3/11/2020, indicating the pre-procedure echo was unremarkable. They tried everything possible to remove the catheter by means of normal catheter manipulation of the pentaray, using the ablation catheter to assist in the removal of the pantaray, and by way of using a snare device to free the pentaray catheter. They spent a minimum of 1.5 hours solely attempting to remove the catheter by an electrophysiologist, surgical intervention is an absolutely last resort. The patient was generally young and healthy. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. Upon initial and secondary visual inspection, a contorted distal tip was observed with whitish material adhered to several splines. The observed foreign material has been assessed as not MDR reportable as it was determined to be biological material. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. No code available was used to represent the required surgical intervention. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent an right ventricular outflow tract (rvot) ablation procedure with a pentaray nav high-density mapping eco catheter, and a device entrapment issue occurred requiring surgical intervention. While maneuvering the catheter during ablation, the pentaray nav high-density mapping eco catheter became stuck in the tricuspid valve, close to the septal side. The physicians were unable to remove the catheter. The patient required cardiac surgery to remove the pentaray catheter from his body. Surgical intervention (minimal incision in the raa) was performed to extract the pentaray from the heart (trapped in the tricuspid valve). After surgical intervention, patient stayed in the hospital in the intensive care unit for monitoring. No fragments were generated. The procedure was delayed and was not successfully completed. Patient experienced a minor tricuspid insufficiency that had no impact on valve function and is expected to resolve. Patient outcome was fully recovered with no residual effects.

Manufacturer narrative:
It was reported that a male patient underwent an right ventricular outflow tract (rvot) ablation procedure with a pentaray nav high-density mapping eco catheter, and a device entrapment issue occurred requiring surgical intervention. The investigational analysis completed 10/23/2019. Pictures provided by customer, showed pictures of the carto system. However, only part of the catheter was received for analysis. The handle and shaft were not received. Customer complaint was confirmed. During the first visual inspection was performed and the distal tip was observed contorted and there appeared to be a white-ish material binded to several splines. During a second visual analysis, initial findings were confirmed. The distal tip was observed contorted with whiteish material binded to several splines. Only a part of the catheter was received for analysis. The handle and shaft were not received. The sample was sent to fourier transform infrared spectroscopy test (ftir) for analysis. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that foreign material is primarily composed of a biological -based material, presumably human tissue. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. The root cause of the adverse event remains unknown. The root cause of the medical device entrapment-excessive manipulation required, tip broken could be related to the procedure, since the instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Manufacture reference no: (B)(4).